Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify failed battery test alert due to blank display.

Event description:
The customer's wife reported via phone call that her husband's insulin pump had a blank screen. Customer's blood glucose level was unknown. Customer's wife mentioned that her husband changed the battery and the insulin pump was flickering. Customer stated he had a battery failed alarm as well. Insulin pump will be returned for analysis.